Manufacturer narrative:
Initial reporter is company representative complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 13, 2019 during evaluation, the repair technician found that the torque limiting handle straight with ratchet wrench failed calibration. The issue was found during testing at service and repair. There were no patient and surgical involvement. This complaint involves one (1) device. This report is for one (1) torque limiting handle with 4.5mm quick coupling this is report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d10 (concomitant medical products). H3 (device evaluated by MFR), h4 (device manufacture date), h6: part: 03.835.043, lot: h134159-22: manufacturing site: synthes monument. Release to warehouse date: october 19, 2016. Supplier: avalign nemcoed. No non-conformance reports (ncr¿s) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3 (device evaluated by MFR), h6: a service and repair evaluation was completed: during testing at service and repair, it was found that the torque limiting handle straight with ratchet wrench failed calibration. The repair technician reported the item failed low in calibration testing. The cause of the issue is unknown. The item was sent to the vendor for re-calibration. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H11: corrected data: h4 (device manufacture date). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.